Manufacturer narrative:
All available information was investigated and the reported sleeve steering issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific issue. Based on the information provided a cause for the reported sleeve steering issue cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The second clip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report the clip delivery system (cds) steering issue. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The steerable guide catheter (sgc) was inserted into the left atrium. The clip delivery system ((B)(4)) was inserted and the alignment was confirmed. The cds was advanced until straddling position was achieved; however, when the m/l knob was turned, the cds tip turned in the wrong direction. It was suspected that the device was miss-keyed and the cds was pulled back. The alignment confirmed and the cds was advanced again to straddling position. While applying "m" knob the same phenomenon occurred. The cds was pulled back again, alignment was confirmed and the cds was inserted again. For the 3rd time, the cds moved in the wrong direction while applying "m" knob. The cds was replaced with a new cds ((B)(4)), but the same issue occurred. While applying "m" knob, the second cds turned in the wrong direction. The physician turned the "a/p" knob to the "a" direction and at this point it was observed that the cds was pointing toward the mitral valve like using "m" knob; therefore, the procedure was completed using this technique. One clip was implanted, reducing mr to grade 1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.